Event description:
It was reported that during implant the lead had bad sensing and bad thresholds. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; the full lead was analyzed. It was also noted that the outer insulation was breached, there was blood on the helix, and the lead was damaged at implant.